Event description:
Reportable based upon analysis completed in 2009. It was reported that during a percutaneous coronary intervention angioplasty (ptca) procedure, crossing difficulties were encountered. The target lesion being treated was located in the left anterior descending (lad). The physician was unable to deliver the 2.25x20mm taxus express2 atom stent because the artery was tortuous and highly calcified. The procedure was successfully completed with another of the same device. No patient complications or injuries were reported. Patient condition listed as "stable".

Manufacturer narrative:
The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was distal stent damage and tip damage. The distal stent was damaged with one strut extending back at 45 degrees. Contrast was visible in the distal and midshaft portion of the device. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors.